Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required with asystole. The lead programming was changed which alleviated the issue, but the physician wanted a new lead anyway. The lead was successfully replaced. To date, no additional adverse patient effects have been reported.